Event description:
It was reported that the lead was extracted due to noise.

Manufacturer narrative:
Analysis of the lead showed a bend between the ring electrode and helix housing upon receipt. X-ray analysis showed the distal coil fractured at the same location. Scanning electron microscope (s.e.m.) Photographs indicated all wires of the distal coil were fractured. Further analysis found both the outer and inner insulations damaged between the ring electrode and helix housing. The damage found could cause the noise and inappropriate therapy experienced in the field.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.